Event description:
Technician alleged that the side rail will not stay in the up position. No patient impact.

Manufacturer narrative:
The technician replaced the side rail latch block to resolve the issue.